Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with scratched display window and cracked reservoir tube lip.

Event description:
The customer called to report that he was hospitalized with a low blood glucose of 30 mg/dl. The customer stated that he has been dealing with stress lately. The customer also stated that he had bolused prior to going to bed. The customer stated that his hcp wanted the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.